Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed that the delivery cannula is broken at the spiral weld and the delivery needle is bent. Complainant's event typically caused by leveraging/prying the device during implantation procedure. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy / meniscal repair, the surgeon was attempting to use an ar-4502, speed c" curved needle w/ 2 peek implants, when it was noticed that the pusher was bent interiorly and would not release the first implant. While inspecting the device, the proximal shaft then broke off of the device. The case was completed by debriding the meniscus. A second implant was not needed. No patient injury. Patient is a (B)(6) female.